Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#, implanted: explanted: product type: software. Section d information references the main component of the system. Other relevant device(s) are. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for back pain/leg pain/non-malignant pain indications for use. It was reported that for the past 2 weeks; they have been getting a system error code 0x4ea5676d on her handset. The patient stated approximately every third attempt to use the handset results in a ¿pump not responding message.¿ the patient reset the handset but was stuck at 90% when attempting to connect to the pump. The agent walked the patient through closing out of the application and clearing the storage. The troubleshooting steps that were taken on the call resolved the issue.